Event description:
Joint pain worsening as time goes on. Hips, knees, lower back, jaw/ ear, chest rash. Brain fog. Always tired. Suicidal, depression, weight gain. Spasurgica. Patient codes: 2355, 1994, 2033, 2553, 1849, 2361, 2607, 4429. Device codes: 4001. Reference report: mw5175793.